Manufacturer narrative:
H3: device evaluation: the lens was returned dry, in a micro-centrifuge vial, with residue on lens. Visual inspection found no visible damage to the lens and there was residue on lens. Claim #: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.5mm ticm125v4 implantable collamer lens, -18.50/+3.0/088 (sphere/cylinder/axis), in the patient's right eye (od), on (B)(6) 2012. The lens was explanted on (B)(6) 2020 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.